Event description:
A user facility technician reported a dialyzer blood leak occurred during a treatment on a system 1000 hemodialysis machine. There were no device alarms to indicate a blood leak. The treatment was stopped and the patient was treated on another device. There was no patient injury or medical intervention associated with this incident. The treatment parameters consisted of a 500 ml/minute blood flow rate and a 500 ml/minute dialysate flow rate.